Manufacturer narrative:
The unit had a stripped battery cap coin slot. The unit had a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report that the battery cap was screwed on too tight. The customer's blood glucose level was 410 mg/dl. The customer was advised to try loosening it with a flat head screwdriver. Customer stated it worked. Customer's battery was low. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.